Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil / anvil shroud, not returned; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, anvil; staples present/location, no and tissue present/describe, no. Functional tests & results: indicator response, good and safety release, good. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the anvil. As the anvil was not returned, further functional testing could not be performed. Therefore, it could not be ascertained as to how or why the staples were reportedly malformed. Mfg and engineering have been notified of the reported incident.

Event description:
It was rpt'd the device was used during a low anterior resection procedure. It was rpt'd by the affiliate that after compressing the device, it would not fire. The surgeon forced the device to fire and the staples was malformed. Stitches were needed to achieve a leakproof anastomosis. The surgeon had a difficult time removing the device after the firing. There was no pt consequence.